Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 530 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the pod was leaking insulin. The patient was treated with fluids and electrolytes. The patient was released the same day. The pod was removed at the parking lot at the hospital. The old pod was thrown away.